Event description:
The manufacturer received info alleging a ventilator had an internal fan that was running constantly. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The error log was also found to have a ventilator service required error. The ventilator's system board was replaced to address this issue.